Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the tubing was defective and clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the third district of gynecology reported opening the outer package of the product and found that the extension tube of the indwelling needle was creased and cloged.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3014704491-2023-00124 was sent in error. (Tubing kinked (intima ii) is not considered to be a reportable malfunction. MFR#: 3014704491-2023-00124 is void as a result.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the tubing was defective and clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the third district of gynecology reported opening the outer package of the product and found that the extension tube of the indwelling needle was creased and cloged.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the tubing was defective and clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the third district of gynecology reported opening the outer package of the product and found that the extension tube of the indwelling needle was creased and cloged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: a device history review was conducted for lot number 2137666. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation into this issue. Our engineers were able to observer the cause of the occlusion visually; the extension tubing of the device had been kinked during transit and was impeding fluid flow. The root cause is related to manual loading of the devices into the packaging units prior to shipment.